Event description:
It was reported both the atrial and ventricular leads dislodged due to patient arm movement. Both leads were explanted and a new pacing system was implanted on the patient's other side. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, tissue on the helix, and visual analysis revealed apparent explant damage. Analyst visual comment: the lead was returned with the helix partially extended and bent, blood and tissue on it. (B)(4) the full lead was returned, analyzed, and revealed no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism, and tissue on the helix.